Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to recapture the leadless implantable pulse generator (ipg) during initial placement due to high thresholds. After recapturing the device, the physician noted the delivery system had become misshapen. An alternate system was used. The alternate system they physician used could not pass the tricuspid valve and when the physician removed the system a kink was noted on the delivery system. The physician elected to place a transvenous system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.